Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when a bd syringe luer-lok¿ tip was removed from the sterile packaging, several areas of brown flecks were found on the flange and the barrel. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 2 photos and 1 physical 10ml sample depicted in the photo in an opened package were received. In addition 70 sealed packaged syringes were received. All samples confirmed to be from batch #7303670 (p/n 302995). The sample from the photo was confirmed to have embedded foreign matter particles in the barrel wall and flange. The size of the embedded foreign matter was larger than level 3, which is rejectable per specification. The embedded foreign matter is likely over processed plastic from the molding process. The 70 sealed samples were all individually visually evaluated and were found to have no foreign matter. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process, however no corrective actions are necessary based on the defective rate identified. Investigation conclusion: potential root cause for the embedded foreign matter defect is associated with the molding process.

Event description:
It was reported when a bd syringe luer-lok¿ tip was removed from the sterile packaging, several areas of brown flecks were found on the flange and the barrel. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported when a bd syringe luer-lok tip was removed from the sterile packaging, several areas of brown flecks were found on the flange and the barrel. There was no report of exposure, injury or medical intervention.